Event description:
It was reported that the patient experienced unspecified issues with an spectra penile prosthesis (spp). The spp was explanted and a new spp was implanted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.